Event description:
The intra aortic balloon was inserted into the pt on 4/19/1998 at 6:40 p.m. The intra aortic balloon catheter kinked at the site of entry. The catheter was also at the 6th intercostal space by chest x-ray. On 4/20/1998 at 5:15 a.m. There was poor inflation and augmentation. The intra aortic balloon was removed on 4/21/1998 at 12:03 p.m. No second intra aortic balloon was inserted. The intra aortic balloon was not returned to datascope for eval. (Event complications: none from the event - reported 6/4/1998). (Pt's current status: discharged - rpt'd 6/4/1998).